Manufacturer narrative:
This spontaneous case describes the occurrence of allergy to metals ('allergy to nickel') in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and dyslipidemia. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), angioedema ("face edema of quincke type"), dyspnoea ("respiratory difficulties") and arthralgia ("joint pain") and was found to have weight increased ("intake of weight"). On an unknown date, the patient experienced depression ("depression"), diplegia ("paralysis of the legs"), gastric disorder ("stomach problems"), tinnitus ("tinnitus") and vertigo ("vertigo"). The patient was treated with corticosteroids, epinephrine (epipen) and surgery (bilateral salpingectomy was performed for removal of essure, under general anesthesia). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, dyspnoea, weight increased, depression, diplegia and gastric disorder outcome was unknown, the angioedema and arthralgia had resolved and the tinnitus and vertigo had not resolved. The reporter provided no causality assessment for dyspnoea and weight increased with essure. The reporter considered allergy to metals, angioedema, arthralgia, depression, diplegia, gastric disorder, tinnitus and vertigo to be related to essure. The reporter commented: device is not available for investigation, and time interval between the start of the symptoms and the placement of essure was unknown. Quincke's edema was treated without hospitalization. The events occurred after essure insertion. The patient consulted on (B)(6) 2017 to remove implants. Essure was removed after request of the patient because events were reported. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 94 kgs. Most recent follow-up information incorporated above includes: on 6-nov-2020: this record was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2020-15580) which will be deleted from bayer safety database after all information was transferred to this duplicate record # (B)(4), which will be retained: new: patient was added as reporter, patient initials were extended. New events were added: depression, diplegia, gastric disorder, tinnitus and vertigo, all considered related. New ha number was added. Outcome was added to previously reported events arthralgia and angioedema. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of allergy to metals ('allergy to nickel') and angioedema ('face edema of quincke type') in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and dyslipidemia. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), angioedema (seriousness criterion medically significant), dyspnoea ("respiratory difficulties") and arthralgia ("joint pain") and was found to have weight increased ("intake of weight"). The patient was treated with corticosteroids, epinephrine (epipen) and surgery (on (B)(6) 2017 bilateral salpingectomy was performed for removal of essure, under general anesthesia). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, angioedema, dyspnoea, arthralgia and weight increased outcome was unknown. The reporter provided no causality assessment for angioedema, arthralgia, dyspnoea and weight increased with essure. The reporter considered allergy to metals to be related to essure. The reporter commented: device is not available for investigation, and time interval between the start of the symptoms and the placement of essure was unknown. Quincke's edema was treated without hospitalization. The events happened after essure insertion. The patient consulted on (B)(6) 2017 to remove implants. Essure was removed after request of the patient because events reported. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 94 kgs. Most recent follow-up information incorporated above includes: on (B)(6) 2019: patient's relevant history and treatment drugs were added. Drug indication and essure removal date were added. The previous event "allergy" was updated to "allergy to nickel" and the event "face edema" was updated to "face edema of quincke type". Reporter causality changed for the event "nickel allergy" no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of allergy to metals ('allergy to nickel') in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and dyslipidemia. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), angioedema ("face edema of quincke type"), dyspnoea ("respiratory difficulties") and arthralgia ("joint pain") and was found to have weight increased ("intake of weight"). On an unknown date, the patient experienced depression ("depression"), diplegia ("paralysis of the legs"), gastric disorder ("stomach problems"), tinnitus ("tinnitus") and vertigo ("vertigo"). The patient was treated with corticosteroids, epinephrine (epipen) and surgery (bilateral salpingectomy was performed for removal of essure, under general anesthesia). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, dyspnoea, weight increased, depression, diplegia and gastric disorder outcome was unknown, the angioedema and arthralgia had resolved and the tinnitus and vertigo had not resolved. The reporter provided no causality assessment for dyspnoea and weight increased with essure. The reporter considered allergy to metals, angioedema, arthralgia, depression, diplegia, gastric disorder, tinnitus and vertigo to be related to essure. The reporter commented: device is not available for investigation, and time interval between the start of the symptoms and the placement of essure was unknown. Quincke's edema was treated without hospitalization. The events occurred after essure insertion. The patient consulted on (B)(6) 2017 to remove implants. Essure was removed after request of the patient because events were reported. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 94 kgs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-nov-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of hypersensitivity ('allergy') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), dyspnoea ("respiratory difficulties"), face oedema ("face edema") and arthralgia ("joint pain") and was found to have weight increased ("intake of weight"). The patient was treated with surgery (bilateral salpingectomy was performed for removal of essure, under general anesthesia). Essure was removed. At the time of the report, the hypersensitivity, dyspnoea, face oedema, arthralgia and weight increased outcome was unknown. The reporter provided no causality assessment for arthralgia, dyspnoea, face oedema, hypersensitivity and weight increased with essure. The reporter commented: device is not available for investigation, and time interval between the start of the symptoms and the placement of essure was unknown. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.